Manufacturer narrative:
Results: inherent risk of procedure (endoleak, rupture). Patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Failure to follow instructions (treatment of a pre-operative rupture). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak). User error contributed to event (treatment of a pre-operative rupture).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient was brought in emergently one week post index procedure with a re-ruptured abdominal aortic aneurysm. The cause of the rupture was a type ii from the ima. The ima was ligated by the department of digestive organs, and the patient is in the hospital. The physician seemed to think the rupture was not related to the device. No clinical sequelae were reported.